Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 0.8, 1.9, 2.5. Time between 0.8 and 1.9 inr results: 5 minutes. Time between 1.9 and 2.5 inr results: 5 hours. Patient's therapeutic range: not provided. Patient has been testing since (B)(6) 2011 and tests once a month.

Manufacturer narrative:
Investigation pending.